Event description:
A cracked and shattered touchscreen was reported by the caller, who confirmed that the damage extended to the screen beneath the protector, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. The damage occurred when the pump was dropped, and it was still under warranty. Customer technical support (cts) arranged for a replacement pump to be sent with updated software, instructed the caller on storage and return procedures for the damaged pump, and verified the shipping address. The customer was advised on using a backup therapy to ensure no interruption in insulin delivery while waiting for the replacement. The caller expressed understanding and acknowledged all instructions given.